Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving morphine with concentration 50 mg/ml at a dose rate of 5.6 mg/day via an implantable pump for failed back surgery syndrome and spinal pain. It was reported that the patient was admitted to the hospital with overdose symptoms. The patient experienced mental status changes and was unresponsive. The change in therapy/symptoms was described as having occurred suddenly. Intervention included decreasing the morphine dose from 5.6 mg/day to 2.4 mg/day. The hcp was receiving assistance with programming the pump to a simple continuous dose.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.